Event description:
Uae two years ago. Unilateral artery embolization. One month later, endometrial ablation. Since embolization. Since embolization, blood transfusion needed on more than one occasion. Now scheduled for hysterectomy.